Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an ¿unable to proceed¿ message during the fill tubing step of a supply change, consistent with an occlusion-related restart alarm; the user removed all supplies, performed a dry run without issues, then completed a supply change with new supplies and successfully resumed delivery. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery without medical intervention or hospitalization. Investigation included guided troubleshooting and user education, including removal and replacement of cartridge, connector, and infusion set, and confirmation of normal function via a dry run and successful restart. Investigation of this case revealed no persistent device malfunction, with the event resolved after replacement of disposable components, consistent with a transient supply path obstruction or setup issue. It was concluded, based on previously established findings for similar reports, that the cause was use-related or transient obstruction not present after component replacement.